Event description:
During robotic assisted laparoscopic radical prostatectomy a 1.5 cm piece of plastic sheath from the monopolar curved scissors came off of the device and could not be located. The scissors were noted to have a crack in the plastic housing during the case. The instrument and port were removed and a piece of the plastic housing was noted to be missing. The surgical team inspected the surgical field and the abdomen through both the camera and airseal port. They also extended the port incision and inspected the abdominal wall. They were unable to locate the missing fragment.